Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for sample evaluation. Functional, gross, visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment and partial compound break was noted approximately 1.2cm from the proximal end of the distal catheter segment. The edges of the complete break were noted to be jagged, and the surface was noted to be round and smooth in one region and granular in the other region. The edges of the partial compound break were noted to be uneven, and surface was noted to be round and smooth. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 02/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter line was allegedly fractured. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometimes post a port placement, the port allegedly fractured. Reportedly, the port was removed. There was no reported patient injury.